Event description:
The customer stated that the central monitoring system (cns) screen froze, no mouse, or touchscreen reaction. System rebooted and minutes later it went to a blue screen error "ms fatal error." Ref MFR report 8030229-2014-00146.